Event description:
Health professional reported the pt experienced alleged "chronic reflux" with a lap-band device. No diagnostic testing was conducted. The surgeon removed the device without replacement per the pt's request. Further follow up from the physician notes that the physician considers the event to be device related.

Manufacturer narrative:
(B)(4). Visual examination of the returned device determined the access port tubing connector to be a taper ii. Allergan has received the product; however, the analysis has not been completed at this time. Reflux is a surgical and physiological complication, and analysis of device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of reflux as follows: "...gastroesophageal reflux, heartburn, gas blot,... Have been reported after gastric restriction procedures."